Event description:
It was reported that the customer passed away due to a diabetic seizure. It was stated that her daughter in law is unsure if it was due to low or high blood glucose. It was also stated that it's unk if the customer was wearing the insulin pump at time of death. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.